Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose and ketones. Mother did not have the insulin pump available at time of call to perform a troubleshooting. No further information was provided.